Manufacturer narrative:
Complaint conclusion: as reported, the seal of (2) 5f mynx control vascular closure devices (vcd) did not deploy, and the seal was still present on the devices when they were retracted. The sealant sleeves were damaged with the sealant still attached after removal. Hemostasis was achieved by manual compression for ten minutes. There was no reported patient injury. Device storage temperature did not exceed 25°celsius. The tension indicator was aligned before deployment with no issues noted to the button or 5f non-cordis sheath, and there were no kinks observed. The tension indicator did display a ¿clock symbol¿ after button # 1 depression. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. Vessel suitability was confirmed with a diameter =5 mm, insertion angle 30¿45°, and no tortuosity or calcium present. The procedure was an interventional case using a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2505804 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿mynx control system deployment difficulty unable and sealant sleeves (cartridge assembly) damaged¿ could not be evaluated. Without the return of the device, the exact cause of the reported event could not be determined. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. Per the IFU, pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for two minutes. Retract the syringe plunger to lock position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the seal of (2) 5f mynx control vascular closure devices (vcd) did not deploy, and the seal was still present on the devices when they were retracted. The sealant sleeves were damaged with the sealant still attached after removal. Hemostasis was achieved by manual compression for ten minutes. There was no reported patient injury. Device storage temperature did not exceed 25°celsius. The tension indicator was aligned before deployment with no issues noted to the button or 5f non-cordis sheath, and there were no kinks observed. The tension indicator did display a ¿clock symbol¿ after button # 1 depression. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. Vessel suitability was confirmed with a diameter =5 mm, insertion angle 30¿45°, and no tortuosity or calcium present. The procedure was an interventional case using a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. One device was discarded, and one device will be returned for evaluation.